Event description:
It was reported that a pericardial effusion occurred. An effusion measuring .7cm-1cm was noted under the right ventricle on pre-transesophageal echo (tee) at the start of the procedure. A left atrial appendage (laa) closure procedure was being performed. Access was gained and transseptal puncture was performed. A double curve watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The device was prepped and then deployed into the laa with no issues. Release criteria was performed and post-tug it was noted the effusion in the transverse sinus appeared larger on tee. The device was released based on release criteria and protamine was given. The effusion was monitored under echo. Neosinephrine was started for a drop in blood pressure and a pericardiocentesis was performed under echo guidance. Approximately 350cc was drained and the patient began to normalize. The patient was sent to the intensive care unit for observation overnight in stable condition. The patient was discharged the next day with no issues.

Event description:
It was reported that a pericardial effusion occurred. An effusion measuring .7cm-1cm was noted under the right ventricle on pre-transesophageal echo (tee) at the start of the procedure. A left atrial appendage (laa) closure procedure was being performed. Access was gained and transseptal puncture was performed. A double curve watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The device was prepped and then deployed into the laa with no issues. Release criteria was performed and post-tug it was noted the effusion in the transverse sinus appeared larger on tee. The device was released based on release criteria and protamine was given. The effusion was monitored under echo. Neosinephrine was started for a drop in blood pressure and a pericardiocentesis was performed under echo guidance. Approximately 350cc was drained and the patient began to normalize. The patient was sent to the intensive care unit for observation overnight in stable condition. The patient was discharged the next day with no issues.

Manufacturer narrative:
G1: MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact city, MFR contact zip/postal code, MFR contact phone number, MFR contact email- updated. H6: evaluation conclusion codes- as the physician thought that the cause of the effusion was the tug was too aggressive, it appears that the physician incorrectly manipulated the device, and it was considered likely the reported events occurred due to unintentional interaction and manipulation of the device. Thus, the evaluation conclusion code was updated to unintended use error caused or contributed to event.